Event description:
It was reported that the patient was experiencing pain at the implant site. The ipg was also difficult to charge despite numerous attempts of cycle charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.